Event description:
It was reported that during ptca/stenting treatment procedure, the maverick2 monorail 9/2.0 mm balloon developed a pinhole leak on the first inflation to 10 atms for 20 seconds. The pt was asymptomatic during this event. The lesion being treated was a severely calcified, 80% stenotic lesion in the left anterior descending coronary artery. The physician used a 7 fr terumo introducer sheath for vascular access, and a bmw guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher 3/18 mm stent. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.